Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017 customer reportedly received the following results on the nano system within 10 minutes: 296 mg/dl and 119 mg/dl. On (B)(6) 2017 at 7:00am she got a result of 41 mg/dl and 72 mg/dl within 10 minutes. On (B)(6) 2017 at 9:45am she tested and received readings of 34 mg/dl, 232 mg/dl, and 89 mg/dl within 10 minutes. No adverse event was reported. Return of the suspect device was requested for evaluation.